Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the needle cap for the cartridge did not fit properly and the patient stuck themselves with the needle in their palm. The needle was sterile and there was a small puncture. The patient did not require medical intervention. The reporter indicated that the patient was unable to re-cap the needle as the cap did not fit correctly.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A filling needle was inspected and the cap fit correctly, with no issues no defect was found with the retained product.